Event description:
It was reported that the pt complains of pain. Pt is currently following up with his surgeon and is scheduled for an MRI tomorrow.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-417, lot # g3011827, description: abgii modular long neck. Cat # 6519-1-040, lot # 37363301, description: delta un.fem hd 40mm. Cat # 542-11-52e, lot # mke5r5, description: trident psl ha cluster 52mm. Cat # 623-00-40e, lot # mkj28n, description: trident 0 deg insert 40mm. Cat # 6519-t-204, lot # 37107601, description: uni adaptor sleeve v40 ti. Cat # 2030-6525-1, lot # mkkdey and mkm8m8, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.